Event description:
Additional information received reported that the patient's implant was revised. The patient was fine, and her outcome was reported as "good". No other details were available.

Event description:
It was reported that impedance readings were <(><<)>250 ohms. While the current impedance readings were within normal range, further impedance testing was recommended. Additional information has been requested, but was not available as of the date of this report.